Event description:
It was reported that the patient had ¿issues with incontinence¿ since she got implanted and was reportedly admitted for that. The reporter indicated that a full spine MRI was going to be done related to the patient¿s incontinence. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Device used for off label indication. The indication device used for was ezw. Concomitant medical products: product ID 748910, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3093-28, lot# v399283, implanted: (B)(6) 2010. Product type: lead: product ID 3093-28, lot# v399283, implanted: (B)(6) 2010. Product type: lead: product ID 7435, serial# (B)(4). Product type: programmer, patient: product ID 748910, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension. (B)(4).